Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B38569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea, fever and chills. Concurrent conditions included obesity and vaginitis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type of disorder: device type: severe acne/rash over face"), alopecia ("alopecia"), fatigue ("fatigue,"), weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions type of disorder: device type: severe acne over face") and cystitis ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced the second episode of menorrhagia ("heavy cycles"), menstruation irregular ("irregular cycles"), hormone level abnormal ("hormonal changes"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, the last episode of menorrhagia, vaginal infection, hypersensitivity, menstrual disorder, menstruation irregular, dysmenorrhoea, dyspareunia, rash, abdominal pain lower, hormone level abnormal, alopecia, fatigue, weight increased, urinary tract disorder, urinary tract infection, acne, bladder disorder, cystitis, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, menstruation irregular, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Case became incident. Events hormonal changes irregular cycles, abnormal bleeding, vaginal, menorrhagia, infection (bladder/urinary tract/vaginal), apareunia, rashes, acne, bladder problems, urinary problems, migration of essure device, vaginal discharge are added. Lot number added. Concomitant & historical drugs & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. B38569- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea, fever and chills. Previously administered products included for an unreported indication: apri from 2004 to 2011 and seasonal from 2004 to 2011. Concurrent conditions included obesity and vaginitis. Concomitant products included marvelon (apri) since (B)(6) 2015 for bleeding menstrual heavy and cramp in lower abdomen, insulin since 1998 for diabetes as well as insulin glargine (lantus) since 2006. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type of disorder: device type: severe acne/rash over face"), alopecia ("alopecia"), fatigue ("fatigue,"), weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions type of disorder: device type: severe acne over face") and cystitis ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced the second episode of menorrhagia ("heavy cycles"), menstruation irregular ("irregular cycles"), hormone level abnormal ("hormonal changes"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, the last episode of menorrhagia, vaginal infection, hypersensitivity, menstrual disorder, menstruation irregular, dysmenorrhoea, dyspareunia, rash, abdominal pain lower, hormone level abnormal, alopecia, fatigue, weight increased, urinary tract disorder, urinary tract infection, acne, bladder disorder, cystitis, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, menstruation irregular, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. B38569- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea, fever and chills. Previously administered products included for an unreported indication: apri from 2004 to 2011 and seasonale from 2004 to 2011. Concurrent conditions included obesity and vaginitis. Concomitant products included marvelon (apri) since (B)(6) 2015 for bleeding menstrual heavy and cramp in lower abdomen, insulin since 1998 for diabetes as well as insulin glargine (lantus) since 2006. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy cycles"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type of disorder: device type: severe acne/rash over face"), alopecia ("alopecia"), fatigue ("fatigue,"), weight increased ("weight gain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions type of disorder: device type: severe acne over face") and cystitis ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2012, the patient experienced menstruation irregular ("irregular cycles"), hormone level abnormal ("hormonal changes"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen"), depression ("psychological or psychiatric problems condition: de12ression and mental anguish") and anxiety ("psychological or psychiatric problems condition: de12ression and mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, hypersensitivity, menstrual disorder, menstruation irregular, dysmenorrhoea, dyspareunia, rash, abdominal pain lower, hormone level abnormal, alopecia, fatigue, weight increased, urinary tract disorder, urinary tract infection, acne, bladder disorder, cystitis, migraine, headache, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Added event depression, mental anguish. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.